Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated a low vacuum alarm, then a constant audible alarm and shut down. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company representative observed a fault code #61 (excess drive pressure fault) in the fault log. He replaced the pressure transducer (part number 0682-00-0076-01). The iabp was tested to factory specification. It functioned normally and was returned to the customer.